Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.2; date: (B)(6) 2011, inratio: 3.1, retest inratio: 5.8. Tests done within a few minutes of each other. Patient's target therapeutic range is 2.0-3.0. Patient returned from cruise trip on (B)(6) 2011. Patient increased coumadin dosage because of result on (B)(6) 2011. Patient used a different unidentified lot for (B)(6) 2011 result. Patient got an nes error while retesting over the phone with technical services on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.